Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had under infused during therapy at the 'np 15 med overflow' unit. When the medication (fentanyl) was due to be chanced, there was an observation of a mostly full bottle remaining. The infusion was running at a flow rate of 14cc/hour for three hours and fifteen minutes. The pump never alarmed for an upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An hour after the infusion began the patient heart rate, blood pressure and bispectral index were within normal limits, fentanyl and propofol pumps were both running, about to supinate patient, versed 'pro re nata' (prn) given. Medication was placed in lockbox on the pole due to visibility outside of patient's room, volume left in bottle was not viewed while running. Additional volume was added and the registered nurse was unaware two times that it was a pump issue, volume adjusted several times on transport to cardiothoracic intensive care unit (cticu). The pump was exchanged. Additional information h10: the user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.